Event description:
The customer tested her blood glucose and received a reading of 592 mg/dl using her contour meter. The customer retested a few minutes later using another meter and received a reading of 122 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the high reading, so no product will be returned. A replacement meter was sent to the customer.